Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The severely stenosed target lesion was located in the middle of the left anterior descending artery. After the lesion was fully pre-dilated with unspecified balloon, a 2.75x32mm promus element drug-eluting stent was advanced but failed to cross the lesion. The physician withdrew the stent and dilated the lesion with a balloon; however, the device could not still cross the lesion. When the device was removed, the stent struts were found to be slightly lifted. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element,mr,ous 2.75x32mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts in the distal region, from stent row 6 through 10, were found to be squashed and flattened. The undamaged stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube showed no signs of damage. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent damage occurred. The severely stenosed target lesion was located in the middle of the left anterior descending artery. After the lesion was fully pre-dilated with unspecified balloon, a 2.75x32mm promus element drug-eluting stent was advanced but failed to cross the lesion. The physician withdrew the stent and dilated the lesion with a balloon; however, the device could not still cross the lesion. When the device was removed, the stent struts were found to be slightly lifted. The procedure was successfully completed with a different device. There were no patient complications reported and the patient's status was stable.